Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and tvt was implanted. It was reported the patient experienced severe pelvic pain. It was reported that the patient underwent a revision surgery on unknown date. No additional information was provided.

Manufacturer narrative:
This emdr represents supplemental report # 2210968-2016-35022 for previously submitted MDR number 2210968-2016-34462, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The reports previously submitted as part of the exemption were not submitted in a format compatible with the public MDR database (maude) and are available through FDA¿s MDR data files webpage, at https://www.FDA.gov/medical-devices/medical-device-reporting-MDR-how-report-medical-device-problems/MDR-data-files#asr. Therefore, this report does not represent a new reportable event. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.